Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient stated the device did not work right since implant. It was reported that the system internally was not working right, and the unit had not been set up. The patient was redirected to their healthcare provider. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that there was a lack of efficacy. The patient stated they were still leaking with every void since the system was placed, noting they had tried all four programs. This was stated to be due to programming and the patient was reprogrammed on (B)(6) 2019 the issue was noted to be resolved without sequelae on (B)(6) 2019.